Event description:
A heavy pt was sitting on the foot section of a 317 podiatry chair putting their socks on. The pt had been told not to sit on the end of the table this way during this and prior visits because they might tip the table and lose their balance. The pt fell and broke their hip.